Event description:
It is reported that the patient is experiencing pain, trouble walking, and implant loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.